Event description:
Physician reported a right side capsular contracture (baker grade iii-IV), diagnosed by palpation. Device remains implanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ rupture observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ white calcification observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported a right side capsular contracture (baker grade iii-IV), diagnosed by palpation. Device was explanted.